Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with the battery draining abnormally quickly. It was noted that the current drain was much higher than it should have been. The fastpath indicated that there should have been an average current drain of 18-20ua, but the session records on (B)(6) showed that the device was actually consuming an average current drain of 50-50ua. The patient was asymptomatic, and the patient would continue to be monitored.

Event description:
New information received that the physician also alleged premature battery depletion on the device during generator change, and that the device was explanted and replaced on (B)(6) 2022. During the explant procedure, the set screw of the ICD was found to be stripped. The physician also suspected a header anomaly on the device. The patient was stable throughout, and device was returned for analysis.

Manufacturer narrative:
The reported event of header anomaly could not be confirmed. No connection anomaly was found throughout testing in the laboratory. Test leads could be inserted and removed from lead bores normally. The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. Analysis of device image found the device was drawing high current. Electrical testing confirmed high current drain from the hybrid. An anomalous capacitor in the hybrid was found to be the cause of the high current drain and premature battery depletion.